Event description:
It was reported that the pt experienced intermittent lock between the external equipment and the cochlear implant. The pt was seen at the ctr for eval. External equipment was exchanged. However, the reported problem was not resolved. In 2006, the pt was seen by a co rep for device eval. Testing performed confirmed that the device was not functioning. Surgery to explant the pt's device has been scheduled.